Event description:
Caller states pt tested 8.0 inr on the coaguchek s system while a comparison lab returned at 4.7 inr. Pt's coumadin was held based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.